Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the guidewire was the cause of the dissection. It was noted that when the guidewire was finally inserted in the lateral vein, it appeared to have dissected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that during an implant procedure. The patient experienced, a possible coronary sinus dissection. It was noted, access to the coronary sinus lateral vein was difficult, due to the patient's anatomy. The lv lead exhibited high thresholds and impedance measurements on all vectors associated with the lv1 electrode. The lv lead was successfully placed and remains in use. The patient is to be monitored and is scheduled for a follow-up echocardiography.  No further patient complications have been reported, as a result of this event.